Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl and was within a normal range. The customer was guided by technical support to reset the pump, and the malfunction code did not reappear after resetting.